Event description:
My husband (B)(6) wears the tandem t2 insulin pump and dexcom 6 continuous glucose monitor (cgm). The cgm is supposed to work in conjunction with the pump to read out his current glucose level and then automatically regulate the amount of insulin that the pump delivers to him. Yesterday, (B)(6) 2024, the pump began reading his glucose level as over 400, but did not deliver any insulin. He changed the dexcom sensor two times during the day with the same result of a reading of over 400. At 8pm, (B)(6) took his blood glucose by finger stick. It read 61. Not knowing which to believe, we didn't want him to either eat or take insulin via a syringe. (B)(6) tried to manually calibrate the cgm with the blood glucose value by using the tandem menus, but the calibration attempts failed three times at 15 minute intervals. We went to sleep for the night. At 10 am, (B)(6) was still asleep. His dexcom still read over 400. I tried to rouse him but he was comatose and rigid. I called 911. The paramedics' glucometer on finger stick read 24. They detached his insulin pump. They treated him with oral fast-acting glucose. They transported him by ambulance to the nearest ER(emergency room) at (B)(6) hospital in (B)(6). He was fully stabilized there. After three hours, he was discharged by the ER doctor. I drove him home where he reattached his pump and then changed the dexcom sensor again. He then called dexcom to report the problem. He spoke with a technical support person (B)(4) in the phillipians. (B)(6) said that dexcom is aware of problems with their sensors failing. He asked many detailed questions, including whether or not he takes acetominophen and aspirin. (These are so commonly taken - do they present a problem to dexcom users?) (B)(6) was too weak to be able to answer all the questions fully, and ended the call at 2 pm pdt. This is the second time this has happened. The first time, I called 911 when (B)(6) was unable to wake up. The paramedics determined that his blood glucose was 35. They treated him with a dextrose IV and he recovered at home. (B)(6) no longer trusts the tandem pump and dexcom cgm. He will tell his endocrinologist, (B)(6), md at the (B)(6), today that he wishes to go back to his medtronic insulin pump which he had worn previously for 25 years without coordination with his cgm. (B)(6) is a type 1 diabetic for 64 years and knows how to regulate and control his advanced diabetes. We would like you to reevaluate the tandem x2 coordination with dexcom cgm. Dexcom advertises on national television that diabetics need never stick their fingers again if they wear the dexcom cgm. This is not true, and it is dangerous to state it. We do not believe that these products should be on the market. More lab tests were taken at the ER. Reference reports: mw5151149, mw5151151.